Manufacturer narrative:
The suspect device was returned for evaluation. Upon inspection the internal thread of the catheter was found to be configured incorrectly. The complaint is confirmed. Root cause is attributed to the manufacturing process. A review of the device history record was performed and no exception documents were identified. A review of the complaint database was performed and no similar complaints for this lot were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that the stent would not engage. A new device was deployed within this patient.